Event description:
According to the available information, the balloon burst the day after the catheter was inserted, and the catheter came out. The patient suffered no harm.

Manufacturer narrative:
On 18th april, we received one used sample. After decontamination, at visual examination we see that the balloon was burst without missing part. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9634404 on the same defect. This product was made by our subcontractor which was informed about this issue. Ballon burst issue is known but according to the available information, we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A rmf evaluation was performed based on (B)(4), risk identified 11500 (hazardous situation: catheter balloon cannot stay inflated or burst). For the risk 11500 with root cause 'balloon defect causing balloon burst', the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9634404 on the same defect. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information, the balloon burst the day after the catheter was inserted, and the catheter came out. The patient suffered no harm.